Event description:
It was reported the end user developed an itchy rash under the tape border of the wafer and has been using nystop powder prescribed by the surgeon right after surgery (date of surgery not provided). No further patient complications were reported.

Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. (B)(6).